Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from (B)(6) stating that the cutter could not be removed from the device. The date of the event is unknown. The device was being used during surgery. There were no injuries or medical intervention. There was no additional information provided.